Event description:
It was reported that the tendril lead exhibited noise. The noise was reproducible. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.